Event description:
It was reported by the patient that the batteries sent with the monitor ¿exploded¿ inside the monitor. The patient changed the batteries but the monitor would not turn on. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the unit was unable to power up with good batteries. Visual inspection found the battery terminal was corroded. The corrosion caused the unit to not power up.